Event description:
This is a spontaneous report received from global pharmacovigilance of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contact customer services and reported the following information. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for this event. The cause of the peritonitis was "pulling on the catheter while sleeping." On an unreported date, the patient recovered from the event. The peritoneal dialysis registered nurse (pdrn) was contacted, but declined to provide further information. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the peritonitis event. The hp clarified that the patient line was wrapped around him while he was sleeping and pulled at the exit site. He stated he believed this was what caused the peritonitis as there was no disconnection or breach in aseptic technique. He stated there was no definitive cause of the peritonitis. The patient was treated with unspecified antibiotic therapy for 2 weeks. He confirmed the peritonitis had resolved and he was not hospitalized for the event. The patient stated the peritonitis was unrelated to any baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for potentially associated lots h12a15028 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This is report 1 of 4. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A follow-up report will be submitted if additional information becomes available.